Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a ventilator failed the pressure transducer test during pre-use check (puc). Our field service engineer subsidiary investigated the ventilator on site and could confirm the reported problem. The issue was resolved by replacing the pressure transducer printed circuit board (pcb). The failed pressure transducer pcb was returned for further investigation. The provided log confirm an error during puc at date of event: internal leakage test sequence failed. The returned pressure transducer pcb has been tested in a ventilator for a simulated use testing and it failed with internal leakage test during puc. The measured zero pressure on the sensor shows a large offset indicating a non-working sensor. Mesurments on wheastone bridge indicate clearly a broken sensor: a microscope investigation shows no major particles or stain that could cause the error . Our investigation has concluded that the reported problem is due to a defective pressure sensor on the pressure transducer a previous investigation on similar problem concluded that a liquid contamination had the same substances that is used in cleaning agents. Excessive use of cleaning detergents may lead to the reported issue.

Event description:
Manufacturer's ref# (B)(4).